Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable was damaged and would not charge the pump. The customer received an alternate charging cable to resolve the issue. No impact to the customer's blood glucose.